Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock two different times when the device classified the rhythm as ventricular tachycardia and ventricular fibrillation, but the physician thought the rhythm was supraventricular tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.